Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Almost every string is ripping as I try to pull out the tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings are ripping during removal. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Almost every string is ripping as I try to pull out the tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings are ripping during removal. No injury reported.